Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There is no UDI for this device. On (B)(6) 2017, it was reported that the device would mesh in the center but not on the sides. On (B)(6) 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. The harvested graft was usable and no additional grafts were needed. The dermacarrier was at room temperature during use and the surgical technique for the product was utilized. The device has not been repaired by anyone other than zimmer biomet and another device was not needed to complete the procedure. There was no adverse event associated with the failure and there was no harm or injury to the operator. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device was not meshing correctly and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration was out of specification on the left side and within on the right side. The device was tested prior to repair and passed. Once the device was disassembled it was found that the side plates were worn and needed replaced. It was also noted that the device had not been in for maintenance or repair since 2014. The 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was unconfirmed since during the initial inspection it was noted that the device passed the test mesh. However, it was also noted that the side plates were worn, the calibration was out of specification on the left side and the 1.5:1 and 3:1 ratio cutters both produced an incomplete cut and were deemed non-repairable. During the initial inspection it was noted that the device passed the test mesh. However, it was also noted that the side plates were worn, the calibration was out of specification on the left side and the 1.5:1 and 3:1 ratio cutters both produced an incomplete cut and were deemed non-repairable. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device meshed only the center but not the sides. Additional information received february 13, 2017 confirmed the event took place during surgery.